Manufacturer narrative:
E1: reporting address line 1: (B)(6) reporting institution phone: (B)(6) reporter phone number: (B)(6) this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00231. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer on the v60 indicating that the battery was not holding a charge. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer replaced the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.